Event description:
It was reported that during a laparoscopic appendectomy procedure, the staple line was incomplete. Some of the stool from the appendix leaked in to the abdomen. Another device was used to complete the case. The surgeon irrigated the abdomen with .9%nacl. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the mfg process.